Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred. Reportedly, customer inadvertently pressed "new" instead of fill with previous cartridge and contact was unable to verify the amount of insulin in the cartridge. Customer's blood glucose was 257 mg/dl. Reportedly, insulin delivery was resumed.